Manufacturer narrative:
Age at time of event: 60s. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel perforation occurred. The chronic total occlusion (cto) target lesion was located in the left superficial femoral artery from the origin to the hunter's canal. A rubicon 14 was used together with 195cm, 30g victory 18, 195cm, 18g victory 18 and a non-bsc catheter and wire. Multiple wires/catheters were used to cannulate the cto and able to navigate down towards the distal cap, but never able to gain access into the healthy vessel where they reconstituted. After numerous attempts and unsuccessfully able to cannulate the reconstitution, the procedure was ended. There was no intervention done because the physician couldn't get through past the distal cap. A final angiogram was done and no any kind of bleeding was noticed. However it was noticed that the patient had s swollen leg later and subsequently taken back into the lab, where it was discovered that the patient had a perforation and was taken to surgery. No further patient complications reported and patient was doing well.